Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient fell and fractured femur below stem. Stem, head and liner were removed and replaced with a new liner, larger head and revision stem to bypass the fracture. The stem was also loose at the bone to implant interface due to the fracture. Doi: unknown; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting synthese caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.